Manufacturer narrative:
A field service engineer (fse) evaluated the event on (B)(4) 2015 and found and replaced the probe wipe and cracked housing that caused the probe wipe to leak during rinse, to resolve the leak. The fse then performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported high red blood cell (rbc) and hemoglobin (hgb) parameters on controls, and a fluid leak from the probe wipe area of a coulter ac·t diff 2 analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.